Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing episodes due to noise. Programming changes were performed to resolve the issue, and the lead will continue to be monitored. There were no patient consequences.